Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that there was an alert for a high pacing impedance on the right ventricular lead. The patient received a vibratory notification from their implantable cardioverter defibrillator (ICD) and presented to clinic. Interrogation of the device revealed that the autocapture algorithm was attempting to measure the impedance in the unipolar configuration, although the lead did not have a capable unipolar configuration so the impedance measurement was inaccurate. The pacing impedance was within a normal and acceptable range. The ICD was reprogrammed to address the incorrect measurement. There were no patient symptoms due to this event.